Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump will not power on. Per reporter, the pump was up and running but they had not heard the pump cycle, and when checking it the pump screen will not light up. Per reporter, the batteries were changed and the pump beeps as if it is powering on, but the screen will not light up. This event occurred at the hospital. No patient harm/adverse event reported.